Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 64-year-old male presenting with acute myocardial infarction and cardiogenic shock (scai stage d) with a history significant for coronary artery disease. The patient required inotropic and vasopressor support, mechanical ventilation for respiratory support, intra-aortic balloon pump support, and was also supported with extracorporeal membrane oxygenation (ECMO). The impella purge solution was running with dextrose 5% in water (d5w). During support, the physician reported that the patient¿s leg was cold with absent distal pulses, concerning for limb ischemia in the setting of large-bore femoral access while on combined mechanical circulatory support. A distal perfusion catheter (dpc) was added to the ECMO circuit to improve distal limb perfusion, and the clinical team determined that escalation to an impella 5.5 device was required as soon as possible. The event was reported as ischemia requiring device revision or replacement associated with a procedural event occurring the same day. Limb ischemia is a recognized complication of large-bore femoral arterial access, particularly in patients requiring concurrent mechanical circulatory support devices such as ECMO, impella, and intra-aortic balloon pump, as well as those in cardiogenic shock receiving vasopressors. These factors can contribute to compromised distal perfusion. A comprehensive review of the available information did not identify evidence suggesting that the reported event was attributable to the device. The patient survived.

Manufacturer narrative:
Corrected information has been provided in d1. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 64-year-old male presenting with acute myocardial infarction and cardiogenic shock (scai stage d) with a history significant for coronary artery disease. The patient required inotropic and vasopressor support, mechanical ventilation for respiratory support, intra-aortic balloon pump support, and was also supported with extracorporeal membrane oxygenation (ECMO). The impella purge solution was running with dextrose 5% in water (d5w). During support, the physician reported that the patient¿s leg was cold with absent distal pulses, concerning for limb ischemia in the setting of large-bore femoral access while on combined mechanical circulatory support. A distal perfusion catheter (dpc) was added to the ECMO circuit to improve distal limb perfusion, and the clinical team determined that escalation to an impella 5.5 device was required as soon as possible. Tthe patient had large median fasciotomy. The event was reported as ischemia requiring device revision or replacement associated with a procedural event occurring the same day. Limb ischemia is a recognized complication of large-bore femoral arterial access, particularly in patients requiring concurrent mechanical circulatory support devices such as ECMO, impella, and intra-aortic balloon pump, as well as those in cardiogenic shock receiving vasopressors. These factors can contribute to compromised distal perfusion. A comprehensive review of the available information did not identify evidence suggesting that the reported event was attributable to the device. The patient survived.

Manufacturer narrative:
Updated information: b5 narrative updated. H6 impact code added f19.